Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee surgery. Four years post implantation the patient underwent a second revision due to a failed locking mechanism. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Implant date: 2012. Explant date: 2015. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
During investigation, it was determined that event was already reported. The initial report should be voided.

Manufacturer narrative:
During investigation, it was determined that event was already reported under 1822565-2015-00874. The initial report should be voided.